Event description:
Same case as MFR. Report # 3005099803-2009-00507. It was reported that during an unspecified biliary stenting procedure, resistance and deployment difficulties were encountered and sheath damage occurred. The lesion was noted as being located within the "hepatic portal region bile duct". The 7fr/15cm flexima biliary stent delivery system (sds) was advanced to the lesion, however, upon attempting to retract the inner sheath to deploy the stent, resistance was encountered, the sheath stretched, and the stent was unable to be deployed. The device removed and another of the same device was advanced to the lesion, however, the same event occurred. Another stent was unavailable, therefore, the physician aborted the procedure without further intervention. The patient's status is reported as "good".